Event description:
It was reported that during the implant of the new device, the patient could not be defibrillated at maximum output. The testing was attempted four to five times using multiple configurations. The device was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).